Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported that there was a unit tip. There was 1 event with patient involvement but no adverse consequences were reported.

Manufacturer narrative:
Upon further communication with the user facility, it was found that the device tip was due to user error. Codes have been updated to reflect.

Event description:
This report summarizes 1 malfunction event, where it was reported that there was a unit tip. There was 1 event with patient involvement but no adverse consequences were reported.